Event description:
Litigation papers allege: bilateral patient was implanted with a depuy asr hip implant on his left hip on (B)(6) 2006, and on his right hip on (b)(6 2009. Patient has experienced elevated levels of chromium and cobalt, intense pain, soreness, discomfort, and loss of range of motion. Patient has not yet scheduled an explantation of the asr hip implants.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.